Event description:
It was reported that the patient experienced a low blood glucose event with a measured value of 69 mg/dl, self-treated the hypoglycemia, and subsequently recorded a glucose of 91 mg/dl; the spouse requested assistance in locating the meal icon on the home page and was guided from the menu page to the correct location, along with education on treating lows and waiting 15 minutes before announcing a meal once glucose stabilized. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate intake and successful user education. Investigation included customer interview and troubleshooting, including user interface guidance and hypoglycemia education. Investigation of this case revealed no device malfunction and indicated user interface difficulty locating the meal icon, with the hypoglycemic event managed by oral glucose per standard guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.